Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead caused a red alert to be declared due to a out of range high shock impedance greater than 129 ohms. A boston scientific technical services (ts) agent was contacted to review the alert. The agent confirmed that a high out of range shock impedance greater than 129 ohms occurred and then reverted back to 102 ohms. In addition no noise was found on the electrogram (egm). In conclusion, the agent confirmed there was no evidence of a mechanical issue with the lead as all stored episodes are free of noise and additional lead testing was recommended to evaluate the lead integrity. The patient physician is aware of the situation and the patient will be monitored closely. No adverse patient effects were reported. The device and lead remain in service at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.